Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that physical/chemical stress was applied to insertion section which led to occurrence of the suggested event. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had defects in the suction channel water supply. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube has flaking coating (more than 1mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: insulation resistance does not meet the standard value because the coating on the connecting tube is peeling off, connecting tube is not watertight because it is cut, electrical connector has corrosion due to leakage and connecting tube us dented and wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.